Manufacturer narrative:
(B)(6).

Event description:
The customer reported that alarm led failed" had occurred. The customer reported that the unit was in use on patient, but there was no patient harm reported. No delay in therapy and no medical intervention was reported due to this failure. The unit was swapped out. The unit was collected to our sales office, but the same phenomenon was unable to be confirmed. The service center confirmed occurrence of " check vent: alarm led failed" (diagnostic code 1105) and its occurrence in the event log. The power switch overlay was replaced then confirmed that the phenomenon was improved. Software version was checked. (Ver.2.30). No other abnormality was confirmed. Unit was checked overall, cleaned, run-in tested, and functionally tested.